Event description:
It was reported that the patient underwent a knee revision approximately 3 years and 5 months due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: ncb pp dis fem plt r15h l317mm, #item 0203264015, #lot unk, ncbâ®, locking cap, #item 0203150300, #lot unk, ncbâ®, screw, ã¸ 5.0, 30 mm, #item 0203150030, #lot unk, ncbâ®, screw, ã¸ 5.0, 32 mm, #item 0203150032, #lot unk, ncbâ®, screw, ã¸ 5.0, 34 mm, #item 0203150034, #lot unk, ncbâ¿¿, screw, ã¸ 5.0, 36 mm, #item 0203150036, #lot unk. Therapy date: (B)(6) 2024 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.